Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) system removed due to infection. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information reported the diagnosis of infection was on (B)(6) 2007. It was noted the patient was given perioperative anti biotics and did not have meningitis. It was further noted the patient symptoms were swelling and drainage at the device pocket. The reporter stated cultures from the device pocket were taken and (B)(6) was cultured. It was noted the system was explanted and the patient was given intravenous and oral antibiotics. It was further reported the infection resolved and the patient had the system re-implanted in (B)(6) 2009. It was noted that the patient had diabetes prior to the implant of the device.

Manufacturer narrative:
Product ID 3587a lot# lc2430, implanted: 2005 (B)(6), explanted: 2008 (B)(6), product type lead product ID 3708360 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2008 (B)(6), product type extension product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4)